Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode despite being in magnetic resonance imaging (MRI) mode. Programming changes were made to restore normal parameters. The patient was stable.